Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, a field service engineer checked on rm, verified normal operation and had customer verified functionality. The system functioned as intended when the field service engineer checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was broken. The refrigerator controller was no longer working, prevented staff from open the door to access medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.